Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267/2367 (air in set) alarm, which occurred on the homechoice (hc) during peritoneal dialysis, dwell 1 of 7. The baxter technical service representative (tsr) was unable to determine a cause for the alarm. The patient was connected at the time of the alarm. The patient line was properly primed before connecting and patient extension lines were not used. The patient did not disconnect prior to the alarm and all bags were properly connected. There were no open clamps on any unused supply lines and there was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The tsr advised the patient to dispose of current supplies and complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. A batch review could not be performed as the lot number of this device is unknown. Therefore, the reported condition could not be confirmed and a cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.